Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) regarding peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. On (B)(6)2010, the patient experienced peritonitis, which did not require hospitalization. The cause of the peritonitis was unknown. On (B)(6)2010, a peritoneal effluent culture and analysis were performed, prior to the initiation of antibiotic therapy. On an unreported date, the patient began treatment with fortum and reflin intraperitoneally. On (B)(6)2010, the event of peritonitis resolved. Pd therapy continued. Medical history included end stage renal disease (esrd), hypertension and diabetes. The nurse believed the event of peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.baxter has received similar reports for the reported problem.